Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.